Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). It was reported that the patient's device is not working. The rep stated that it may be overdischarged, as the patient has a history of such. No environmental or external factors were noted. No troubleshooting was performed at this time. The rep is scheduled to meet with the patient on (B)(6). No further complications were reported or anticipated. No symptoms were reported.